Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the outer insulation of the lead was extrinsically breached due to pulling/stretching/overstress. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 97714 ipg; 977a260 lead; 977a260 lead, implanted (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department with chest pain. A computerized tomography (CT) scan was performed, pericardial effusion was observed, and the helix of the right ventricular (rv) lead was found to be in epicardial adipose tissue. During a rv lead revision procedure, the physician noted circumferential insulation damage on the right atrial (ra) lead. The rv lead was repositioned, the ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.